Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the stent is not available for return as it had passed from the patient and could not be found; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on march 04, 2019 that a wallflex biliary rx fully covered rmv stent was implanted to treat a malignant distal stricture in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, on (B)(6) 2019, the patient came back to the hospital with a dilated cbd and presented with epigastric pain. The physician performed magnetic resonance imaging (MRI) and a computed tomography of kidneys, ureters and bladder (CT kub) scan and confirmed that the stent was no longer in the patient. Reportedly, the stent completely migrated and passed out of the patient; however the stricture had not resolved. The stent will be replaced with another stent at a future date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.